Event description:
The pt performed a blood glucose test using the suspect device. Pt obtained a result of 230mg/dl. Family member took pt to the hospital where their blood glucose was low. Pt was treated for hypoglycemia. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.